Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurrent urinary incontinence. During the revision procedure, the pressure regulating balloon (prb) was removed and replaced with a new prb, as the physician suspected that the original balloon may have lost pressure. There were no further patient complications reported.